Manufacturer narrative:
One device was received. A visual inspection noted that the tamper seal was missing, but the device was in good condition, no physical damage was found on the pump. Functional testing was conducted. The last error code (lec) 46442 was displayed in the device information and therefore the customers problem was replicated during functional testing. No root cause could be established. Service history review identified this device has not been in before for repair related to the customer stated problem. As a result, lec 46442 will be deleted, and a long-term test executed.

Event description:
It was reported that the device exhibited an "error code 46442". There was unknown patient involvement.

Manufacturer narrative:
One device was received. A visual inspection noted that the tamper seal was missing, but the device was in good condition, no physical damage was found on the pump. Functional testing was conducted. The last error code (lec) 46442 was displayed in the device information and therefore the customers problem was replicated during functional testing. No root cause could be established. Service history review identified this device has not been in before for repair related to the customer stated problem. As a result, lec 46442 will be deleted, and a long-term test executed.

Event description:
It was reported that the device exhibited an "error code 46442". There was unknown patient involvement.